Event description:
The following is based off a review of the patient's med records provided to davol by the patient's atty. On (B)(6) 2006, the patient underwent implant of a non-davol pelvisoft acellular collagen. On (B)(6) 2010 the patient was implanted with a bard/davol "marlex" mesh during an abdominal sacral colpopexy and anterior repair procedure for pelvic organ prolapse. The atty's report alleged pain, infection, recurrence and scarring.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.